Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smoke and a burning smell while attempting to charge their adc device. Customer further reports they are charging their device while on a boat and they were not using an adc approved adapter at this time. However, it is unknown if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not power on with button depression, test strip insertion or with usb cable insertion. Reader was attempted to be charged with yellow cable but the reader did not power on and burning smell was observed from inside the reader. Reader was connected to a computer and reader was not able to be recognized by the software. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation has been performed. Visual inspection was performed on the de-cased reader using microscope. Burn marks were observed on the u13 chip. The returned reader was connected to a computer via usb cable. The usage data was extracted and reviewed by sending command on software. The usage log states that the device was paired with few sensors and a lot of sensor scans were performed. Therefore, this was not an out of box issue. Bench testing was performed on the reader. The reader was not able to power on using the button depression or test strip insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the remainder of testing. The reader was powered on and ¿connected to the computer¿ display message was observed. The reader was monitored under a thermal camera during operation and and hot spots were observed on u3, u13,u5 and cpu. The u13 chip was removed from the pcba. Both pin pads were shorted together where the u13 chip was removed. The ¿connected to the computer¿ display message was not observed. The hot spots on the u3, cpu, and u5 were still observed. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The returned reader did not power on and a burning smell was observed. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components and a "connected to the computer¿ message. Therefore, the issue is not confirmed to use due to incorrect adapter used. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smoke and a burning smell while attempting to charge their adc device. Customer further reports they are charging their device while on a boat and they were not using an adc approved adapter at this time. However, it is unknown if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.